Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch (lss) just three days after implant. Unipolar pacing was noted, with loss of capture at maximum output. A micro dislodgement was noted on the rv lead, and it successfully repositioned in the apex. The normal parameters were noted after lead repositioning. No additional adverse patient effects were reported.